Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had air bubble in the reservoir and infusion set. Customer stated that the blood glucose at the time of incident was 252 mg/dl. Customer treated the blood glucose level by manual injection. No harm requiring medical intervention was reported. The device will not be returned for analysis.